Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant carbon dioxide liquid (co2_l) result. Quality control (qc) was within range on the date of the issue. A siemens customer service engineer (cse) was dispatched to the customer site. The cse found the dilution probe pipette (dpp) misaligned. The cse aligned the dpp. The cse replaced the reagent. The cse calibrated instrument and ran qc, results were within range. The cse performed precision, and observed no outliers. A siemens headquarter support center (hsc) specialist reviewed the information provided and concludes there is not a method or reagent lot issue. The issue was resolved with onsite service repair. However cause cannot be determined with the information available. The cause of the discordant co2_l result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high carbon dioxide liquid (co2_l) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The same sample was repeated on the same advia 1800 instrument, and recovered lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant (co2_l) result.